Manufacturer narrative:
Related report: 0002920664-2016-00169. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed severe reaction in the right eye approximately one day post lens implant, cells were observed in the anterior chamber and only few cells in the vitreous. The surgeon immediately treated the patient with intravitreal injection of antibiotic and steroid and the prognosis was reported as 'recovered fully'. According to the surgeon, allergic reaction to foreign body or material introduced into the eye during surgery was the likely cause of the event.

Manufacturer narrative:
(Expiration date), manufacturing date: oct-2015. The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The environmental monitoring and the sterilization record were reviewed and the bioburden and endotoxin results for this batch met the specifications. Based on the current information a definitive root cause of the reported event could not be determined.